Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the blade was broken during the case. They used new device to finish the case. No patient consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage; the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and tested on a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader, the eeprom was found to be corrupted. (Instrument eeprom read verification mismatch). The device was disassembled to inspect the internal components and no anomalies were noted. It is possible that the issue encountered was due to the hp054 hand piece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information requested: did the blade tip fall into the patient? Yes if yes: was the blade tip retrieved? Yes, the surgeon used dissector to retrieve it out of the patient body. Was the procedure altered in any way when retrieving the blade? No.

Manufacturer narrative:
(B)(4).